Manufacturer narrative:
It was reported to abbott, a patient and their provider elected to replace their ipg with the eterna system to give the patient access to smaller ipg profile size. The patient reported some discomfort at pocket site with proclaim ipg. Patients ipg was successfully replaced without complications. Effective therapy was achieved. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported that the patient was experiencing discomfort at their ipg site. Surgical intervention took place where the ipg was explanted and replaced. Therapy was restored.